Event description:
It was reported that the surgeon attempted to insert a +22 diopter collamer plate lens and the lens was torn by the foam tip plunger. There was no pt contact.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated, and there was no visible damage noted. There was evidence of a clear surgical residue.